Event description:
After biopsy, when they tried to disconnect the needle luer lock fitting from accessory channel and withdraw entire device from eus scope. But the needle and eus scope did not separate. After a long time, the needle was separated from accessory channel of eus scope. In the end, accessory channel broke down. So, they sent the eus scope to fix the eus scope to olympus company. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1.1 for complaints, ask: 1.1.1 if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Handle. 1.1.2 please describe the location in the body for the intended target site (pancreas, stomach, etc). Unknown. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 1.1.3 please describe the size of the intended target site. Unknown. 1.1.4 if not with the device in question, how was the procedure performed and/or finished? Unknown. 1.1.5 was the device used in a tortuous position? Unknown. 1.1.6 are images of the device or procedure available? Unknown. 1.1.7 was it damaged in packaging before removal? No, it wasn't. 1.1.8 was it damaged on removal from packaging? No, it wasn't. 1.1.9 was force required to remove the device? For complaints occurring during use (once in contact with endoscope) also ask: 1.1.10 what is the endoscope manufacturer and model number that was used? Olympus uct-260. 1.1.11 was the scope recently serviced / repaired? No. 1.1.12 was force required on insertion of device into scope? Unknown. 1.1.13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? The needle and eus scope did not separate. 1.1.14. What is the endoscope manufacturer and model number that was used with this device? Unknown. 1.1.15. Was difficulty experienced while retracting the needle? Unknown. 1.1.16. Was the needle able to be fully retracted before removing from the patient? Unknown. 1.1.17. Was gaining access to the targeted site difficult? Unknown. 1.1.18. Was the endoscope in a flexed or twisted position at any time during the procedure? Unknown. 1.1.19. Was needle penetration of the targeted site difficult? Unknown. 1.1.20. Was the stylet fully in place inside the needle when advancing into the targeted site? Unknown. 1.1.21. Was the stylet partially removed prior to advancement of needle? Unknown. 1.1.22. How many biopsies/passes were obtained with use of this needle? Unknown. 1.1.23. Did any section of the device detach inside the patient? No. 1.1.24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? Unknown. 1.1.25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? Unknown. 1.1.26. Was there difficulty in attachment / detachment of the leur to the scope? Yes. 1.1.27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? 1.2 for complaints specific to the echotip ultra fiducial needle, rpn echo-22-f. 1.3 if reported difficulty was experienced after placement procedure. 1.3.1 what system was used to view fiducials for administration of therapy?

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-dec-2023.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. Manufacturing records: prior to distribution all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2018900 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c2018900. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to the reported proximal kink which most likely led to the difficulty in detaching the device from the scope. Another possible root cause be attributed to device handling/ positioning of the device and/or the device being in a flexed/twisted position during the procedure resulting in the difficult detachment. From the additional information received there was a difficulty in attachment / detachment of the leur lock to the scope therefore it is possible that the kink occurred due to the device being over torqued/held at an angle during the procedure or due to excessive force applied on attachment or detachment to scope. However, as the device was not returned for evaluation and with the limited information provided the cause of this complaint could not be conclusively determined. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. However, as the device was not returned and no photographic evidence was provided, it cannot be established if the kink on the device falls under the scope of the CAPA, therefore based on this information, this complaint file is considered outside the scope of CAPA pr217973. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the initial reporter, it was difficult to separate the needle and eus scope. Confirmed quantity of 01 device, confirmed used. Investigation findings conclude that a possible root cause could be attributed to the reported proximal kink which most likely led to the difficulty in detaching the device from the scope. Another possible root cause be attributed to device handling/ positioning of the device and/or the device being in a flexed/twisted position during the procedure resulting in the difficult detachment. From the additional information received there was a difficulty in attachment / detachment of the leur lock to the scope therefore it is possible that the kink occurred due to the device being over torqued/held at an angle during the procedure or due to excessive force applied on attachment or detachment to scope. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.